Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ambien. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included eszopiclone (lunesta). On an unknown date, the patient started ambien at an unspecified dose and frequency. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 26 days after insertion of essure. In (B)(6) 2007, the patient experienced anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), fatigue ("fatigue") and insomnia ("insomnia"). On an unknown date, the patient experienced menorrhagia ("menorrhagia") and bladder disorder ("bladder or urinary problems or changes,"). The patient was treated with surgery (underwent bilateral salpingectomy, partial cornuectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, fatigue, insomnia and bladder disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, insomnia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device.first on the left then on the right, three coils training on the left, two coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results : total. Bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received. Reporter's information was added. Added event bladder or urinary problems or changes: bladder problem. Updated event onset date. Lab data was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included eszopiclone (lunesta) and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 26 days after insertion of essure. In (B)(6) 2007, the patient experienced anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), fatigue ("fatigue") and insomnia ("insomnia"). On an unknown date, the patient experienced menorrhagia ("menorrhagia") and bladder disorder ("bladder or urinary problems or changes,"). The patient was treated with surgery (underwent bilateral salpingectomy, partial cornuectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the depression, anxiety, dysmenorrhoea, fatigue, insomnia and bladder disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, insomnia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device.first on the left then on the right, three coils training on the left, two coils on the right. Patients received treatments for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results : total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the events abnormal bleeding (vaginal), menorrhagia and pelvic pain were updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 22-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included eszopiclone (lunesta) and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 26 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), fatigue ("fatigue") and insomnia ("insomnia"). On an unknown date, the patient experienced heavy menstrual bleeding ("menorrhagia") and bladder disorder ("bladder or urinary problems or changes,"). The patient was treated with surgery (underwent bilateral salpingectomy, partial cornuectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding and vaginal haemorrhage had resolved and the depression, anxiety, dysmenorrhoea, fatigue, insomnia and bladder disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, heavy menstrual bleeding, insomnia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device.first on the left then on the right, three coils training on the left, two coils on the right. Patients received treatments for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results : total bilateral occlusion.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-may-2021: quality-safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ambien. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included eszopiclone (lunesta). On an unknown date, the patient started ambien at an unspecified dose and frequency. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 26 days after insertion of essure. In (B)(6) 2007, the patient experienced depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and insomnia ("insomnia"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent bilateral salpingectomy, partial cornuectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, fatigue and insomnia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, insomnia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device.first on the left then on the right, three coils training on the left, two coils on the right. Most recent follow-up information incorporated above includes: on 21-may-2019: plaintiff fact sheet-events abnormal bleeding (vaginal, menorrhagia), depression and mental anguish , dysmenorrhea (cramping), fatigue, pain, she did not underwent essure confirmation test were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included eszopiclone (lunesta) and zolpidem tartrate (ambien). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 26 days after insertion of essure. In (B)(6) 2007, the patient experienced anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), fatigue ("fatigue") and insomnia ("insomnia"). On an unknown date, the patient experienced menorrhagia ("menorrhagia") and bladder disorder ("bladder or urinary problems or changes,"). The patient was treated with surgery (underwent bilateral salpingectomy, partial coronectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the depression, anxiety, dysmenorrhoea, fatigue, insomnia and bladder disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, insomnia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure® device. First on the left then on the right, three coils training on the left, two coils on the right. Patients received treatments for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results : total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.